Manufacturer narrative:
Device passed the self test and displacement test. Insulin pump trace download confirmed pump error 63, problem isolated to the keypad. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 9.9 mmol/l at the time of the incident. The insulin pump will be returned for analysis.